Manufacturer narrative:
H.6 investigation summary: customer reported panel says qc review k.pneumoniae baa1705 and when reviewed on epi (443972/ sn (B)(6) ) it passes. Occasionally, when klebsiella pneumoniae atcc baa-1705 is run for phoenix panel qc the cpo detect ambler classification test, the result will yield a qc status of ¿review¿ but the qc lab report does not identify which aspect of the qc testing has failed. The special messages will state: the cpo enteric +/- test on the panel passed qc. The cpo enteric classification test on the panel passed qc. The qc ¿review¿ status is always correct and customers should treat this qc result as a failure. The qc ¿pass¿ status is also always correct and customers should treat this qc result as a pass. Per the bd phoenix and bd phoenix m50 user¿s manuals, a qc review status indicates that the panel has not passed. The qc organism should be repeated and local qc procedures should be followed. The issue with the incorrect qc special messages will be corrected with the release of pud v7.31 later this year. This is not a confirmed complaint of a bd product. Complaints for results were under statistical control for the month of february. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd epicenter¿ single user software qc is failing but showing it passed. The following information was provided by the initial reporter: panel says qc review k.pneumoniae baa1705 and when reviewed on epi it passes.

Event description:
It was reported that bd epicenter¿ single user software qc is failing but showing it passed. The following information was provided by the initial reporter: panel says qc review k.pneumoniae baa1705 and when reviewed on epi it passes.

Manufacturer narrative:
Common device name: calculator/data processing module, for clinical use. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.